Manufacturer narrative:
Date rec¿d by MFR: 25sep2019. Date of report: 26sep2019. Failure analysis of the returned part indicates: conclusion/root cause: the ul_lr and ur_ll resistance and resistance ratio were out of spec. Faults are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 23aug2019, date of report : 26aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The touch screen was unresponsive and would not calibrate. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.